Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed and the device was found to be nonconforming. A review of device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events reported for the manufacturing lot material analysis; the impactor pad of the cutting edge adv rasp handle broke at the weld between the impactor pad and broach handle. Multiple region of lack of root fusion were observed around the welded joint. The weld size was measured to be undersized at specific locations. Eds analysis showed the cea rasp handle to be consistent with the 17-4 stainless steel alloy. The supplier was notified of the nonconformance.

Event description:
It was reported during surgery of right hip, broach handle fractured while removing broach. No delay in surgery.

Event description:
It was reported during surgery of right hip, broach handle fractured while removing broach. No delay in surgery.